Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-21315. The pt received two scs leads with the same lot number. It was reported the pt discontinued using/charging his scs system in late august due to lack of pain relief. According to the pt, he has not had pain relief since implant. Subsequently, the pt's inoperable ipg and lead were explanted and replaced. The pt is receiving effective stimulation post-operative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.